Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an I mplantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the suubject was seen in clinic on (B)(6) 2025 to discuss having device removed; the subject does not feel they have really ever had any improvement in their overall symptoms; wearing 3 pad a day and unable to make it to the bathroom. Overall, the subject has been just unsatisfied with device as an entirety, with many subjective complaints ranging from comfort of pocket, using communicator and overall general system. The subject only has one main request, and that is to have the device removed and to go to a different treatment option that is not neuromodulation. The overall physical exam in unremarkable with no abnormal findings. Scheduled to device removal on (B)(6) 2025. It was not related to therapy or device, not related to the implant procedure and it was due to patient subjective views or report. Resolved without sequelae (B)(6) 202.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): it stated that this was possibly related to the implant procedure. Overall, the subject has been just unsatisfied with the device as an entirety, as her symptoms have not resolved and she overall has not been satisfied. The subject only has one main request, and that is to have the device removed and to go to a different treatment option that is not neuromodulation. Overall, the physical exam is unremarkable with no abnormal findings. Scheduled to device removal on (B)(6) 2025.